Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a coolmax applicator. The patient experienced discomfort and pain for several days post treatment. About 3 months post treatment, the treated areas developed a firm and visibly large lump. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a coolmax applicator. The patient experienced discomfort and pain for several days post treatment. About 3 months post treatment, the treated areas developed a firm and visibly large lump. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.